Event description:
A pneumatic tourniquet was being used during an orthopedic surgical procedure. About 2/3 of the way through the procedure, the tourniquet alarm started alarming. An error code came up for low pressure. The tourniquet was set at 3000mmhg and trying to sustain at 2500mmhg. It alarmed for several minutes and the hose was changed out to see if that would resolve the problem, which it did not. The physician chose to continue the procedure with this tourniquet, as the procedure was almost completed and despite the alarms an adequate pressure was being maintained. After the case was complete, the tourniquet was deflated. The nurse tested the cuff with inflation and noted an obvious leak in the cuff.